Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with two 325cc smooth mentor memorygel breast implants has experienced postoperative bilateral rupture of implants, confirmed by a physician. As a result, the patient underwent explantation and replacement with 250cc smooth mentor memorygel breast implants, catalog # 3502501bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On 16-mar-2020, mentor received photo evidence of the rupture of implants. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-apr-2020, mentor completed the evaluation of the photo provided of the suspect medical device. Device photo evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Upon visual evaluation of the photo provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).